Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmissions revealed that the right ventricular lead exhibited noise leading to over-sensing. No additional information was reported.